Manufacturer narrative:
On 2/25/2019, two devices were returned to the manufacturer. It was discovered both were damaged. As a result, both devices are conservatively being reported for deflation. This report is for device serial number (B)(4). Device evaluation summary: upon receipt by mentor, the device contained no fluid. White material was observed within the device and no foreign material was observed on the shell surface. During the initial evaluation some creases were observed on the posterior and posterior aspect. A rent was observed on the posterior aspect, measuring approximately 3.0 cm. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the white material observed on the received device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional information indicating the explantation date was on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) for lots 5867678 & 5873001 were reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile and experienced deflation on unknown side breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The lot/serial number of the device are unknown; however, it was either (B)(4) or (B)(4). The complaint file will be reassessed if additional information comes in the future.